Event description:
The pt stated that since beginning use of his new infusion system his blood glucose had been elevated. He stated that he has been using the bolus calculator software and he feels the settings are not appropriate and his blood glucose has been affected as a result. He stated that over the past several days his blood glucose measurements have been 339 mg/dl, 546 mg/dl, and 558 mg/dl and he gave himself 20 unit insulin injections to lower his readings. He stated that at one point his blood glucose measured "hi" on his blood glucose monitor and he gave himself a 30 unit insulin injection to lower his readings. The pt stated that he has stopped use of the bolus calculator software and he is using his own calculations and his blood glucose has returned to normal. The pt declined a visit from a trainer and stated that he would discuss changing the software settings with his physician. Upon follow up the pt stated his blood glucose has almost returned to normal. He stated he has a sinus infection that may be affecting his readings. The pt indicated that his physician wants to adjust his personal settings in the software. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.